Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio ID was failed. A field service engineer confirmed with customer there was no problem found. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) bio ID was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.